Event description:
A malfunction was reported on the customer's pump after it was dropped. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code, allowing them to continue using the pump.